Manufacturer narrative:
Findings: pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. No unexpected down button anomalies noted. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 235 mg/dl. The customer stated down button is non-responsive. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer got a no delivery alarm prior to disconnection and checking alarm history. The customer's blood glucose at time of incident was 228 mg/dl.